Event description:
It was reported that the distal tip of the electrode was poking up toward skin. The doctor elected to reposition the electrode. There were no additional adverse patient effects. The system remains implanted.